Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a pacific plus pta balloon during percutaneous ballooning of the patients subclavian vein. The attending physician inserted and inflated the pacific plus .018 balloon, which ruptured. The physician removed the balloon catheter and observed that the tip was missing. Under fluoroscopy it was confirmed that the radiopaque band from the tip of the balloon was retained in the patient. Multiple attempts were made with snares to retrieve the balloon remnant, but the team was unable to retrieve. Patient remained stable throughout procedure and no patient harm was reported.